Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the glass cap was detached likely to known inherent risk of the device. In addition, analysis identified that the metal cap was detached, and the glass cap has a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of outer flow tubing. Based on the glass cap circumferential fracture at proximal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture and metal cap detachment.

Event description:
Analysis of the device found that the glass cap and metal cap were detached. In addition, the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There were no clinical consequences to the patient.